Event description:
Litigation papers allege pain and elevated metal ion levels. **update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. The complaint was updated on: (B)(4) 2013. **update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014. Update: (B)(6) 2014 - medical records received. Patient was revised to address metallosis, corrosion on the trunnion, a cyst, and bone damage. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Th. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. E investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.